Event description:
Preface: none of the affected sites, including the reporting site, had an event related to this problem. Problem: free-text comments entered in the "other" (recommendations) section of the report along with the report "author" may not appear on a previewed report (prior to saving) and may be lost when the report is saved. Impact: if a missing comment was clinically significant and that finding was not acted upon, it could put the pt at risk. Loss of the report author does not pose any direct safety concerns to the pt. Analysis: the missing comment problem affects one of four available free-text comment fields. The other three free-text comment fields are: findings - comments specific to an individual findings, clinically significant or otherwise; other indications - self-explanatory; overall impressions - self-explanatory. Additionally, the recommendations section (home of the affected "other" comment field) provides selectable options that can further indicate the significance of any finding such as to recommend, f/u optional colonoscopy or schedule for polyp removal. There is also a c-rads category field for the physician to identify the appropriate category, i.e., c4 - colonic mass, likely malignant; surgical consultation recommended. Conclusion: since there are multiple areas and items available on the report to indicate the significance of a finding, it is not very likely there will only be one reference to a clinically significant finding in a report and that one reference will be in the one affected comment field, therefore, the risk to the pt is negligible.

Manufacturer narrative:
Short-term action: notified each affected site (10) of the problem and provided a temporary workaround along with the option to revert to the previous software version. None of the affected sites elected to change software versions. Root cause: a change to the software code from the previous version resulted in an improperly handled save function executed from a specific location within the user interface. The test procedure at that time did not specifically test the save function from that particular location. Permanent corrective action: software has been modified to correct the problem and the test procedure has been updated. Approx half of the affected sites have already been updated and the remaining sites are expected to be updated within the next two weeks.